Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, weak battery and damaged battery cap from the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer stated that the display was not blank less than 30 seconds. The customer stated that he put in a new battery on the pump and it gave him weak battery and shut off. The customer stated that there is a little bit of corrosion in the battery cap. The customer was advised to call back if issue persists.